Event description:
Caller reported potential (B)(6) troponin I (tni) results on the triage profiler sob test vs. Results on their lab analyzer. The emergency physician also noted that the elevated results did not match the clinical picture for these patients. Customer reported since last night emergency room observed in 4-5 patient edta whole blood tests of elevated tni. These results didn't match the clinical pictures of the patients according to the emergency room physician, who requested blood retested by lab analyzer for troponin t which were all negative. Customer does not have test result except for one patient at this point. Technical service rep requested further information on the patients, but this has not been provided as of the date of this report.

Manufacturer narrative:
Investigation pending.